Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient implanted with a piggyback light adjustable lens+ (lal+) experienced decreased visual acuity in the left eye following the completion of light treatments. The surgeon suspected possible lens rotation after completion of light treatments and performed a secondary surgical procedure to reposition the lens. Following the procedure, the patient's reported symptoms did not improve and the lens was subsequently explanted. The surgeon also noted that the patient routinely uses tanning beds, though is compliant with uv spectacles during these sessions. No additional information has been provided at this time.